Event description:
Event description cpi received information that this implantable pulse generator (ipg) generator system was exhibiting intermittent pacing. An invasive procedure was performed and the ventricular lead was determined to be displaced. The lead was successfully repositioned but when the lead was reconnected to the ipg, the physician could not tighten down the set screw. The physician elected to replace the ipg with another model 460. Cpi could not confirm who manufactured the ventricular lead.